Event description:
It was reported that a few minutes after insertion of the iab, the pump alarmed and blood was seen entering the helium tubing. The iab was removed and replaced without any complications.